Event description:
It was reported that the patient had a staph infection and breaks out under her arms when she sweats. The patient had this for years. The patient got antibiotics for this. The patient was bipolar so she couldn't remember things very well. The patient did not currently have a follow up hcp (healthcare provider) for her interstim therapy. The patient's primary care provider was working on getting her one at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va05ngv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received noted that the patient had device implant on (B)(6) 2013. Follow up in the office (B)(6) 2013. No follow up since. Per patient records, the patient had moved in early (B)(6) 2013. No records per hospital or outpatient clinics regarding any infection.